Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.a device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan.

Manufacturer narrative:
The complaint received states that during an interventional procedure, the sakura dura star balloon had compromised sterility; the inner package was not sealed. There are no patient, vessel or lesion details available. The report received from the field states that the inside package containing sakura dura star, 2.50 x 15 balloon was not sealed at factory. There was no damage noted to the outer packaging or shipping box. One edge of the package was not sealed compromising the sterility of the device. The device was not used in the patient. One sterile sakura dura star 2.50 x 15 ptca balloon catheter was received in its open box inside a plastic bag. The pouch came without cordis seal. Supplier seals does not have any problem. The product was at the correct position. There no evidence of transfer material. No additional damages were observed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure was confirmed. The root cause could not be conclusively determined; it appears to be related to the manufacturing process of the product. An internal investigation has been opened to address this issue on sakura dura star catheters. The complaint of compromised sterility was confirmed on analysis and possibly related to the manufacturing process. Action taken: an internal investigation has been opened to address this failure mode in the sakura dura star product line.

Event description:
The report received from the field states that the inside package containing sakura dura star, 2.50 x 15 balloon was not sealed at factory. There was no damage noted to the outer packaging or shipping box. One edge of the package was not sealed compromising the sterility of the device. The device was not used in the patient.